Event description:
A customer reported that the cassette successfully primed, but during the procedure there was no suction. The cassette was immediately exchanged and the surgery was completed without pt harm.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).